Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller indicated that they attempted to interrogate the ins with the 3037 and it displayed a por message. The caller indicated that on (B)(6) 2022 the patient replaced the batteries in the controller but did not see the por message until they attempted to interrogate on (B)(6) 2022. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about por and directed the caller to have the patient follow-up with the managing md. No symptoms reported.